Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. Additionally, the contact reported the cartridge was leaking from an undetermined location. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer. Multiple follow up attempts were made to determine of charging issue was resolved. However, no additional information was provided.